Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the supra-ventricular coil , right ventricular coil, and left ventricular (lv) lead conductor paths measured out of range with high impedance values and the lv lead conductor pathway has loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.